Manufacturer narrative:
(B)(4). D10-medical product tibia cemented 5 degree stemmed right size c item# 42532006402 lot# 65282268 articular surface (mc) right 10 mm height item# 42522100410 lot# 63845996 all-poly patella cemented 29 mm diameter item# 42540200029 lot# 65134430 palacos mv 1x40 us item# 5087347 lot# 97971007 palacos mv+g 1x40 us item# 5051207 lot# 96794917 h3- customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. H6: component code: proposed component (annex g) code is: - mechanical (g04) - femur.

Event description:
It was reported that a patient experienced progressive persistent pain and was prescribed medication approximately two years and three months post implantation. The patient was prescribed medrol dos pak and the issue resolved. Attempts to obtain additional information have been made; however, no more information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This report is being submitted to provide additional information. Updated: b4, b5, d2, g1, g3, g6, h1, h2, h3, h6, h10, and h11. Corrected: h4. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: it was reported progressive/persistent moderate pain, started on medrol dos pak, and resolved. Along with worsening lower back pain (not related to study knee). Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. This complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.